Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer experienced blood glucose versus sensor glucose differences with threshold suspend when blood glucose were not low. Customer stated sensor glucose was 10 and blood glucose was 17 mmol/l. The customer will be sent a replacement sensor.